Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device was manufactured on 06/14/2011. There were no related non-conformances. The inspection found that the device operated normally when first tested. The cause of the reported complaint is unknown. While the reported complaint stated the device did not start, the pre repair review found the device ran normally. The repair technician subsequently found the device did not operate, and replaced all electrical components within the device. This appears to have been an intermittent problem, with the cause unknown. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome "did not start at all." Additional clinical follow up with the hospital indicated a 30 minute delay prior to procedure start, information regarding patient's experience/exposure to general anesthesia is stated to be not available/unknown.